Event description:
The manufacturer received an allegation that a trilogy o2 ventilator cannot be charged. The device was collected by the manufacturer's sales rep. There was no harm or injury reported. Upon evaluation, the complaint was confirmed. It was observed that there was physical damage to the capacitor cable insulation was found to be torn, causing a power supply failure. The capacitor was replaced to address the issue.